Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that at around 9:35 a.m., on (B)(6) 2017, they felt ¿faint¿ and subsequently tested their blood glucose using the subject device, reportedly obtaining a result of ¿305 mg/dl¿ which they felt was high compared to their feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin (lantus, dose not specified) and reported that in response to the alleged elevated reading, they administered 10 units of insulin. The patient reported that at around 10:53 a.m., the same day, they were not ¿showing any signs of recognition¿. The patient advised that their husband immediately tested their blood glucose using another device, reportedly obtained a result of ¿34 mg/dl¿ and subsequently treated them with candy and (B)(6). At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient was unable and/or unwilling to walk through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on the alleged elevated reading.